Event description:
In 2008, the patient called due to an a8 (bolus cancelled) alarm on her infusion device. She then noticed an air bubble in the insulin cartridge. She performed a prime to remove the air bubble from the cartridge and then reconnected to her infusion site. She stated that she does allow her insulin to warm to room temperature. She stated that she does not change her adapter. She was advised to change the adapter with every 10th cartridge change. She was sent complimentary adapters. She stated that she often notices air bubbles in the cartridge "just before I go to change and put a new cartridge into the pump." No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.